Event description:
Patient reported that their back to back test readings obtained on their ss meter using separate finger sticks were 291, 320, 284 and 189 mg/dl (48% difference). No symptoms were reported. Control test reading was in range. Meter (reportedly) not cleaned according to manufacturer's product recommendations. Unable to reach patient by phone to follow-up. Letter sent to patient requesting the patient contact lfs. There was no allegation of harm.